Event description:
It was reported that during a transapical tavr procedure, a 26mm sapien valve embolized to the ventricle, requiring surgical removal. Initially the valve was positioned to what appeared to be 50/50 to the native annulus. During deployment, the valve moved toward the ventricle and the surgical team attempted to reposition. The balloon was deflated and the surgical team noticed that the valve was moving freely in the ventricle. The patient¿s pressure started to drop and it was decided by the surgical team to put the patient on pump while a second valve was prepared. Once the patient was on pump the second 26mm sapien valve was introduced. Again the valve was positioned in what the surgical team thought to be 65/35 aortic position and began the deployment sequence. During deployment the valve moved towards the ventricle and the surgical team adjusted; however, the adjustment was not enough as valve ended up deployed in the ventricle. The surgical team decided to stop the procedure and retrieve the two 26mm valves that were in the ventricle. While the patient was on pump the sheath was removed and using a clamp the valves were removed through the apex. Once both valves were removed from the ventricle, the apex was closed and then thoracotomy was repaired. Another valve was not implanted. The patient was then transferred in stable condition to the ICU. The patient¿s native valve area measured 515mm² by CT. There was severe native valve/leaflet calcification and moderate aortic root calcification. The coaxial alignment of delivery system and valve were reported to be fair. One day later, the patient was reportedly doing well and extubated. Three days post operatively, the patient passed away. No additional information about the patient's death has been provided.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, severely calcified annulus when significant valve oversizing (>4 mm) is present, as this can promote watermelon into either the lv or aorta, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the embolization of the valve into the ventricle could not be determined; however, it is possible that patient factors (severe calcification of native valve) in combination with procedural factors (fair coaxial alignment of delivery system and valve) could have contributed to embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.